Event description:
Yueh centesis disposable catheter needle was used for paracentesis and it was determined that the needle was not allowing the catheter easy entry. This occurred on 5 separate procedures from a specific lot number (#5251097). The other device failures came from different lot numbers.